Manufacturer narrative:
The associated complaint device was not returned for evaluation. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the tip of the screwdriver broke off. It is unknown whether the event happened during surgery and if there was patient involvement.